Event description:
During an initial implant procedure, it was not possible to retract the helix of the right ventricular (rv) lead. Additionally, the helix appeared to be twisted and bent. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of helix mechanism issue and ¿the screw was bent¿ were confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead noted the helix was stretched/ damaged consistent with procedural damage. Unable to test the helix mechanism due to the damaged helix as received. The cause of the reported events was due to the stretched/ damaged helix consistent with procedural damage.